Manufacturer narrative:
Qn # (B)(4) UDI number: (B)(4).

Event description:
It was reported "after placement of the catheter, the patient's invasive arterial blood pressure showed a significant drop from 115/59 mmhg to 52/35 mmhg, and the patient was repeatedly injected with 10ug/ml epinephrine intravenously for several times, and 0.3 mg of epinephrine was injected subcutaneously into the left shoulder, and the patient's blood pressure rose with recurrent the patient's blood pressure rose and then recurrently developed intractable hypotension, so the arrow catheter was removed and replaced with another brand of deep venous catheter." The patient's current condition is reported as "fine".

Event description:
It was reported "after placement of the catheter, the patient's invasive arterial blood pressure showed a significant drop from 115/59 mmhg to 52/35 mmhg, and the patient was repeatedly injected with 10ug/ml epinephrine intravenously for several times, and 0.3 mg of epinephrine was injected subcutaneously into the left shoulder, and the patient's blood pressure rose with recurrent the patient's blood pressure rose and then recurrently developed intractable hypotension, so the arrow catheter was removed and replaced with another brand of deep venous catheter." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed based on the information provided by the customer. The reported patient reaction could not be confirmed to be related to the catheter since no allergy testing was performed to confirm an allergy to the catheter antimicrobial agents. The IFU states, "perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs". Additionally, a device history record review was performed , and no relevant findings were identified. Therefore, the complaint cannot be confirmed, and the root cause cannot be determined based on the available information. Teleflex will continue to monitor and trend for reports of this nature.